Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse confirmed the leak from loose tubing between the distribution valve (dv) and waste fitting. The fse replaced the tubing resolving the leak. However, the leakage damaged the single tube presentation assembly. The fse replaced and aligned the assembly resolving the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported approximately 2 ml of an uncontained transparent orange fluid leaked from a unicel dxh 800 coulter cellular analysis system during daily checks. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.